Event description:
Litigation alleges that patient was injured by excessive levels of chromium and cobalt in the blood. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain. Update: (B)(6) 2012 - op notes state the patient was revised due to cobalt chromium. Update: (B)(6) 2014 - medical records received. Patient was revised to address bursitis, inflammation, hip bursal swelling, cloudy yellow fluid, corrosion on the neck, acetabular cup loosening with only fibrous ingrowth, and acetabular bone loss. The stem and sleeve are being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.